Event description:
It was reported by customer that when inserting a-line and connected tubing, unable to flush. When you look at tubing in light you can see what appears to be an extra piece of plastic that is causing obstruction. Two different providers experienced this today during three different cases. No other information was provided. This file addresses the first occurrence.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by customer that when inserting a-line and connected tubing, unable to flush. When you look at tubing in light you can see what appears to be an extra piece of plastic that is causing obstruction. Two different providers experienced this today during three different cases. No other information was provided. This file addresses the first occurrence.